Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The customer performed cleaning maintenance on the analyzer. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The customer provided one example of a sample with discrepant sodium results. The sample initially resulted in a sodium value of 153 mmol/l. The result was questioned based on other results from the patient. The sample was repeated on a second analyzer, resulting in a value of 137 mmol/l.